Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was not duplicated. The device was tested three times, and all three-test passed within our internal specification. However, service will replace the pump downstream sensor as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump failed the high and low tests. There was no reported serious injury to the patient.